Manufacturer narrative:
This is a supplemental report to correct information on the serial number.the serial number of the subject device was (B)(6) not (B)(6).

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The sheath was buckled at about 20 mm from the distal end. The needle was broken off at about 20 mm from the distal end. The fracture surface of the needle showed that bending load was applied. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the needle was broken off since the straightening force was applied to the bent needle. The above device handling has warned in the instruction manual as follows. *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead.

Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided procedure, the subject device was used. The user felt resistance when using the subject device for puncture. The distal part of the needle was broken off inside the sheath. No fragment fell inside the patient. There was no patient injury reported. No further information was provided. This is the report regarding the breakage of the needle.